Event description:
The balloon exploded, pieces of the balloon disengaged into the patient cavity, and were subsequently retrieved to complete the case without further incident. Procedure: kidney procedure. Patient status: no patient injury reported.